Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a hospitalization event for high blood glucose. He stated he had received no delivery alarms during bolus deliveries. He also reported that he didn't change out his infusion set after the alarms occurred, leading him to have an adverse event. Date of hospitalization was (B)(6) 2014. Blood glucose was 802 mg/dl at the time of admission. The customer stated he was treated at the hospital for his high blood glucose. Troubleshooting for the no delivery alarms did not occur. No additional information provided.